Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose level was 330 mg/dl. A cartridge change was performed resolving the issue.